Event description:
It was reported that screw was implanted on (B)(6) 2009. Screw removal due to localized inflammatory responses and pain at distal end of tibial tunnel. Tissue inflammation. Screw had dissolved into a mushy type substance resembling toothpaste.

Manufacturer narrative:
Pt demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further pt info was provided at the time of this report or made available to f/u communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for eval but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the pt to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Pt sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant info is received, a f/u report will be submitted.